Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 06/15/2015. Electrode belt: 06/15/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was oversensing of low-amplitude cardiac input signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017 consisting of one shock. The patient's doctor alleged that the lifevest did not work for the patient and it took the lifevest about 3 minutes after the patient was in vt to alarm. The patient was at home at the time of the treatment event. It was reported that after the inappropriate treatment event, CPR was performed on the patient by ems and the patient was taken to and admitted to the hospital. The patient was not wearing the lifevest while in the hospital. It was also reported that the patient had marks after the treatment, was on cooling pads, and was unresponsive. The patient later passed away on (B)(6) 2017. Per review of the downloaded flag files and ECG recordings, the patient was not wearing the device at the time of passing on (B)(6) 2017. At 13:24:49 on (B)(6) 2017, the lifevest detected and arrhythmia. The ECG recording shows the patient was in vt at 170 bpm for 30 seconds transitioning to vf for 14 seconds transitioning to an accelerated idioventricular rhythm from 75 to 100 bpm. The lifevest requires approximately 60 seconds of sustained ventricular tachycardia above the programmed threshold and 25 seconds of sustained ventricular fibrillation in order to deliver a treatment shock. An arrhythmia was again detected at 13:26:55 on (B)(6) 2017. The ECG recording shows the patient was in an accelerated idioventricular rhythm at 110 bpm with artifact. Gel was deployed by the lifevest and a treatment shock was delivered at 13:29:30. The rhythm at the time of the treatment was an accelerated idioventricular rhythm at 130 bpm with artifact. The post-shock rhythm was asystole. Oversensing of low amplitude cardiac input signal contributed to the false detection. The response buttons were not pressed during the treatment event. A non-lifevest defibrillation was delivered at 13:30:02. The rhythm at the time of the non-lifevest defibrillation was asystole. The post-shock rhythm was asystole. The device was shutdown at 13:34:11 on (B)(6) 2017. Post-shock asystole is a known potential outcome of defibrillation.